Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that the ventilator generated repeated patient-side and ventilator-side disconnection alarms during ventilation. The alarms were identified by clinical staff; a patient was involved, but no patient harm and no medical intervention were reported. The investigation determined that the alarms were caused by a loose diaphragm in the exhalation valve assembly, which led to intermittent circuit leakage and associated alarms. The diaphragm was properly re-seated, and the device successfully passed all recommended service software tests, checks, and calibrations. Subsequent testing on a test lung showed normal operation with no recurrence of alarms. The case is considered closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Hamilton medical ags conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following event description (quotation of the reporter): "disconnection on ventilator side and disconnection on patient side alarm during ventilation." No additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.